Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled defibrillator change out procedure. During the procedure, the right atrial lead was noted to be damaged. The physician elected to repair the lead and connect it to the new device. The lead remained in use and the patient would continue to be monitored.